Event description:
It was reported by the patient's daughter that the remote monitor was unable to complete the telemetry phase of the manual remote transmission. The monitor serial number was verified and the antennae was repositioned on the patient's chest, but the situation did not resolve. It was advised that the patient take the monitor to the clinic for further troubleshooting. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.